Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a deformed y ¿ junction on the returned set. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed and it was noted that there was a leak observed from the deformed y ¿ junction. The reported condition was verified. The cause of the condition was related to manufacturing during the molding process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid was leaking from the tube on the drain bag side of a capd disconnect y-set. This occurred during use of the device for peritoneal dialysis therapy at the patient's home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.